Manufacturer narrative:
Age/date of birth. Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. A.3. Please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Date of event. Please note that this date is based off the date the article was presented at the (B)(6) as the actual event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Smith, a., cacchione, r., miller, e., mcelmurray, l., allen, r., stocker, a., abell, t.l., hughes, m.g. Mini-laparotomy with adjunctive care versus laparoscopy for placement of gastric electrical stimulation. The american surgeon. 2016. 82(4):337-342. Summary: we compared outcomes for two gastric electrical stimulation placement strategies, mini laparotomy with adjunctive care (mlac) versus laparoscopy without adjunctive care (lapa). For electrode placement, the peritoneal cavity was accessed with either a single 2.5 to 3.0 cm midline incision (mlac) or three trocar incisions (lapa). Reported events: 6 patients who underwent implant of a gastric electrical stimulation (ges) device for gastroparesis using a laparoscopy without adjunctive care (lapa) procedure were readmitted to the hospital within 30 days of discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.